Event description:
Device malfunction: premature deployment, tip separation. Time of malfunction: during advancement out of body and after removal from wire. Symptoms/ae: na. It was reported that after the emboshield embolic protection device (epd) was correctly prepped, an attempt was made to load and advance the epd over the wire. Significant resistance was met, described as "feeling sticky". A portion of the wire, between the filter and the sheath, was wiped down. Advancement was attempted again by resistance was encountered. The wire was anchored and the filter was pulled off of the wire. The filter prematurely deployed and was set aside on the table. After the procedure was completed, the technician picked up the filter and while doing so, the filter tip detached. This occurred outside of the body and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.